Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have damage to the conductor wire's insulation. The conductor wire was found nicked with no exposed internal wire. There was no thermal damage observed and no missing piece of the insulation. The instrument passed the electrical continuity test. The instrument also had scratch marks/abrasions on the edge and the side of the bipolar yaw pulley. The instrument also passed recognition and engagement tests. It moved intuitively with the full range of motion. The maryland bipolar forceps was fully functional. Review of the provided image was conducted by a regulatory post market surveillance analyst. The findings are inconclusive as the image is unclear due to the glare present. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps tip did not move well and could not be clamped during operation. The customer completed the procedure using a backup maryland bipolar forceps with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon's head was inside the high-resolution stereo viewer while attempting to manipulate the instruments. The issue occurred approximately 15 minutes after the start of the procedure. The failure was not related to the inability to move the instrument. The movement scaled less than intended but moved in the intended direction. The timing of the movement was not very well. There was no shakiness or friction experienced and no instrument or system interference. There were no external collisions, but the issue was persistent. There was no injury to the patient.

Event description:
Refer to h10/h11 for follow-up information.